Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the user was not receiving alarms when the insulin cartridge was empty or low. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in under-delivery or long term cessation of delivery if the use is not aware of an empty/low cartridge.